Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula bent event on 30-march-2024 after 3 or more hours of abdomen insertion. Infusion set has been used for less than 4 hours. The glucose level was high and have small ketones. Therefore, the patient was treated with correction intravenous (IV) bolus. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.